Manufacturer narrative:
All attempts at obtaining additional information has been blocked by the legal authorities of the (B)(6) transit authorities. Due to the nature of an alleged suicide, authorities will not release the device for investigation, nor will confirm nor deny that any investigation is being performed. We did receive photographs that show a quickie qm710 powered wheelchair damaged almost beyond recognizability. We will continue to try to obtain additional information to confirm that this was a suicide and other information, but currently, no such information can be obtained. This incident is being reported to the u.s. FDA because the quickie qm710 powered wheelchair is also sold in the united states. There is no reason to believe, given the data provided on this particular device that any malfunction of the device occurred. It is presumed, based on early allegations, that the chair performed in a manner that the user wanted and expected. Therefore, this report is being filed out of an abundance of caution; but sunrise medical considers this matter closed until or unless additional information comes to light at which time the filing of a supplemental report will be filed if warranted.

Event description:
An approximately (B)(6)-year-old male, using a quickie qm710 chair was reportedly hit by a (B)(6) in (B)(6) and later died in the hospital. The client was described as an experienced power chair user for many years. The dealer representative's initial report indicates that the client intentionally drove his chair onto the tracks as the skytrain was coming. The end user was hit by the train and subsequently died from his injuries.